Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room feeling light headedness and bradycardic. Upon interrogation, it was noted that the cardiac resynchronization therapy defibrillator exhibited oversensing on the right ventricular channel which caused pacing inhibition. The device was reprogrammed and the issue was resolved. The patient was discharged and would be monitored.

Event description:
New information states that the oversensing was due to noise on the right ventricular lead. The patient experienced syncope and was brought to the emergency room. The patient blacked out briefly when some longer pauses occurred. The issue was not resolved with reprogramming. The device was programmed to do.